Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extensions to treat an emergent symptomatic 9cm abdominal aortic aneurysm (aaa). This is outside the indications of use (off- label) due to emergent intervention. Five (5) days post initial procedure, a type 1a endoleak was identified and the implanting physician was planning to treat the patient by implanting another stent graft. However, the patient was present to the another hospital with abdominal pain due to an aortic rupture. The physician on duty elected to perform an open repair and explant the devices. The patient was reported as doing well. Additional information: during the investigation the clinical personnel identified a type ii endoleak (none device related) of the lumbar arteries had occurred which is likely anatomy related.

Manufacturer narrative:
The reported adverse event/incident was investigated in alignment with endologix operating procedures and work instructions. Where possible, it is endologix practice to make at least three good faith efforts to retrieve a reported adverse event/incident related device as well as medical records and medical imaging. An evaluation of the manufacturing record was completed. A review of the part number/lot number combination needed for device identification shows the device to have been properly manufactured and released in accordance with the device master record. An evaluation of the device could not be completed. The device was not returned to endologix for evaluation. A clinical evaluation of the adverse event/incident was completed. An examination of medical records and/or medical imaging received by endologix shows a type ia endoleak, rupture and open repair. This is consistent with the reported adverse event/incident. The clinical evaluation also shows reasonable evidence to suggest that a type ii endoleak of the lumbar arteries. These findings were discovered during an examination of the post-operative computerized tomography scan. The most likely causation for the type ia endoleak was most likely user related due to the infrarenal neck was 67 degrees and should be less than 60 degrees. The neck was 7mm and should be greater than 15 mm. There was also calcifications and thrombus in the neck (cautionary product use condition). The final patient status was discharged on the fourth post operative day following an open repair procedure. No additional investigation of this reported adverse event/incident is planned. However, should additional information relevant to the investigation outcome become available, a follow-up report will be submitted. Endologix will continue to monitor this and similar adverse events/incidents. Device iteration is afx2. Corrections: b5: describe event or problem - updated e1: initial reporter; name and address - updated h6: result code - 3233 removed h6: conclusion code - 11 removed.

Manufacturer narrative:
The device involved in this event has not been returned for evaluation however the device is expected to be returned. Patient medical records and imaging studies will be requested for further evaluation by the clinical specialist. If additional information pertinent to the incident is obtained, a follow-up report will be submitted. Device iteration is afx2.

Event description:
The patient was initially implanted with a bifurcated stent graft and two (2) suprarenal stent graft extensions to treat an emergent symptomatic 9cm abdominal aortic aneurysm (aaa). This is outside the indications of use (off- label) due to emergent intervention. Five (5) days post initial procedure, a type 1a endoleak was identified and the implanting physician was planning to treat the patient by implanting another stent graft. However, the patient was present to the another hospital with abdominal pain due to an aortic rupture. The physician on duty elected to perform an open repair and explant the devices. The patient was reported as doing well.